Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the submitted device confirmed one of the three pegs is broken and separated from the trial body. There is no evidence suggesting misuse. The overall condition of the patella trial suggests moderate usage. A complaint database search against product code (B)(4) did not reveal any trends of peg breakage/damage. The investigation could not draw any conclusions about the reported event with the information provided. Based on the inability to identify root cause and the low frequency of reported events, no corrective action is being pursued. Monitor subsequent reports via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The poste of the dome of the attune patella trial is broken.